Event description:
Customer reported that the device showed the charge-pak (cp, internal battery charger) icon after inserting a new unused charger. Physio-control evaluated the device and found the internal battery depleted. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the malfunction to be an electrically leaky filter, designator fl10, from the analog pcb assembly. The leakage depleted the internal hlc battery, battery 2 and 3.